Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6 h11: the device was received for evaluation. A visual inspection was performed, and it was noted that the tubing was separated from the first y-site clearlink in the upstream part. During the examination, no lack of solvent was observed in the tubing. The solvent was evenly distributed throughout the tubing. However, an excess of solvent was noted. The insertion of the tubing into the first y-site clearlink was inspected, and it was noted that it was not according to specification. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set was separated at the most proximal y-port. The issue was further described as, "drip chamber and associated tubing is detached from most proximal y port at the connection". This was discovered inside the packaging. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.